Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. (B)(4) .

Event description:
Adverse event(s): "no information" (no information). Product problem(s): "product could not be pulled out of the syringe" (delivery system failure [syringe]). A surgeon reported that during cataract surgeries for different patients, twelve viscoelastics from the same lot could not be pulled out of the syringe completely. The punch got locked in the midway. To complete the surgery, the surgeon removed the viscoelastic syringe from the eye and a second one had to be used; therefore, the surgeon needed two syringes of viscoelastic to compete the surgery.